Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during the initial drain on the home choice (hc). The caregiver (cg) stated the home patient (hp) pressed go and then connected and the hc alarmed with the system error 2240. The cg stated he cycled the power off and called baxter. The technical service representative (tsr) explained the alarm and explained the proper connection procedures. The tsr instructed the cg to cycle the power to clear the alarm. The tsr advised the cg to start over with all new supplies. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the system error 2240. Per the pd rn, she was in contact with the home patient (hp) the following day after the alarm and the hp did not mention anything. Ps asked the pd rn if she felt additional training was needed and the pd rn stated that the hp had been using the cycler for therapy for a long time. The pd rn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain is confirmed because the patient reported pressing go prior to connecting himself, which is a use error that can cause system error 2240 alarms. No issues identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.